Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose had increased to the 400 mg/dl range twice. The patient treated by changing the site and bolusing with the insulin pump. The patient mentioned that sometimes the insulin pump gives too much insulin, but other times the insulin delivery stops. Troubleshooting did not occur at this time. The insulin pump was not returned for analysis.